Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the bracket on the blood parameter monitor (bpm) fell apart. The bracket was very old and it did not have a lot number. There were no reported adverse consequences to the pt.

Manufacturer narrative:
Per the sale representative, the bracket was thrown away and is not available for return. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.